Event description:
Allegedly, when starting with the acetabular time and after performing the respective cleaning and depth to the acetabulum, the final 56 mm microport non-cemented cup is positioned, impacted, verified and a second impaction is performed. After that, the specialist positions the drill for the placement of the screws, positions the first of them and the damage and deformation of the cup is evidenced. From this, the cup 56 is extracted and the anterior cup 54mm is opened and positioned. Surgery was delayed more than 30 minutes.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
Section d.9: date returned has been updated/ section h.6 the investigation has been updated.